Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pj5578, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what do you mean by "risk that the needle remains inside the patient."? Did the needle fall into the patient's body? Yes what was use to complete the procedure? - needle recovery and use of another needle to complete the procedure without consequences for the patient did the procedure was completed successfully? - needle recovery and use of another needle to complete the procedure without consequences for the patient what is the event day and procedure date? (B)(6) 2020. No patient consequence. The needle was removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a gynecological procedure on 12/11/2020 and the suture was used. It was reported that the thread pulled off during the suturing. The needle fell into the patient's body but was recovered. Another device was used to complete the procedure without consequences for the patient. There were no patient consequences.